Event description:
The customer performed portal imaging of the fields on the first day and observed that the multi leaf collimator was present for all fields. However, on the next day of treatment, in the treatment plan the multi leaf collimator was missing for all fields. The editing log indicated many changes to the original plan, including two versions of both plans. The therapist realized that the multi leaf collimator was missing and did not continue to treat the pt. The therapist added the multi leaf collimator back into the plan before continuing with treatment. The pt was not injured.

Manufacturer narrative:
The initial info did not indicate a potential for injury. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected.